Manufacturer narrative:
Pump error 4 confirmed in downloaded device history due to software error. Device passed the displacement test and the self test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. The customer declined troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated that the insulin pump had the motor arm cannot communicate with the main arm error. The insulin pump will be returned for analysis.